Manufacturer narrative:
The device was returned for evaluation and the customers allegation was not confirmed. It was noted that the video connector was deformed and switch 3 had a scratch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: it is presumed that the issue occurred due to breakage of the image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including the chip and capacitor, mounted on the electric circuit board had a defect; however, a definitive root cause of the event could not be identified. This issue is addressed in the instructions for use (IFU): the instruction manual operation manual ¿chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ describes the following warning. <inspection of the endoscopic image> confirm that the wli and nbi endoscopic images are normal. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 4 adjust the brightness level as appropriate. 5 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to the distributor, that the endoeye flex deflectable videoscope had a connection error when it was connected. The issue was found during a therapeutic arthroscopic surgery and it was completed with a similar device. There were no reports of patient harm associated with this event.